Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The provided medical records noted no complication during the initial surgery. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00094, 3007963827-2019-00095, and 0002648920-2019-00252. Date of birth: unknown date in (B)(6). Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 10 catalog#: 42502606802 lot#: 63211022, tibia cemented 5 degree stemmed right size f catalog#: 42532007502 lot#: 63518584, all poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 64080673. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient reported knee edema and severe pain approximately two weeks post-operatively. Pain schedule was made for the patient to follow. At three month post-operative follow-up, pain was noted to be reduced to mild. No revision occurred. Attempts have been made and no further information has been provided.